Event description:
The customer reported to olympus, when evis exera iii gastrointestinal videoscope was put on the tower, the light started to dim and then came back to full light after which the device displayed a white fuzzy screen. The issue was found at receipt inspection upon return after a repair for the same issue. It was also reported that the bending sheath was wrinkled. There was no patient involvement. Patient identifier# (B)(6) captures previous complaint (white fuzzy screen) on the same device.

Manufacturer narrative:
The device was returned. An evaluation could not confirm the customer allegation. The issue was not duplicated due to image being normal and no fluid was found inside the connector. The scope was run for 25 minutes and the image was normal. Additionally, it was noted that the switch had a cut. The nozzle pin at the distal end was worn out. The objective lens and light guide lens was peeling off. The nozzle glue was worn out. The adhesive of the bending section cover was cracked. Buckling of light guide lens was noted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by handling device in accordance with the following IFU. "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.